Manufacturer narrative:
The device has not been returned for physical examination. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that a blood leak occurred. According to the dialysis nurse, the event occurred less than one minute after the initiation of treatment; the blood flow rate had only reached 200 and the dialysate flow rate had only reached 500. The leak was visualized within the drain (dialysate) line, the machine alarmed. Treatment was stopped, then the dialyzer turned red internally. The patient lost a circuit of blood, approximately 250 ml. Treatment was successfully completed on another machine with a new dialyzer. According to the charge nurse, the patient was asymptomatic, did not experience complications or require medical intervention, and was fine.